Event description:
It was reported that stent dislodgement occurred requiring an additional device. A 4.50 x 12mm synergy xd stent balloon expandable was selected for percutaneous coronary intervention procedure. The target lesion was located distally to the mid right coronary artery (rca). During the procedure, it was noted that a 4.50 x 12mm synergy xd stent would not deliver around the tortuous proximal vessel, so while retrieving, it caught on the tip of the guidezilla guide extension catheter and the stent completely dislodged off the balloon. Physician managed to inflate and deploy this dislodged stent in the proximal vessel in a non-diseased section of the rca. A non bsc 4.0x 12 stent was then successfully delivered to cover the distal lesion, via the same guidezilla guide extension catheter. In the same procedure, physician attempted again with another a 4.50x 12mm synergy xd and delivery was not successful, as upon retrieval the new device again was caught on the tip of the guidezilla guide extension catheter and the stent completely dislodged off the balloon. The physician managed to inflate and deploy this dislodged stent in the proximally rca, which covered a gap between the first two stents. The procedure was completed and the patient was fine and fully recovered.

Manufacturer narrative:
Media review and analysis: procedural media was provided to bsc for review. Media review by a bsc medical safety director observed following: the rca being treated was severely tortuous. There was an initial stent deployment in the mid vessel. It would appear that the initial ivus was taken after the first stent placement but before post-dilation to 4.5mm however, as no images are stored of the ivus catheter in situ, this can't be certain. There was a decision made to cover moderate plaque distal to the initial stent. On the first ivus, the stent itself is mal-apposed proximally and then the decision was taken to post-dilate with a 4.5mm balloon. This may have been slightly undersized. An attempt was made to pass a stent through the initial one, with the use of a guide catheter extension. The most likely mechanism of stent embolisation was that the distal struts of the new stent (bsc reference (B)(4)) caught the proximal edge of the already deployed stent. The classical risks are present - extreme bend with the proximal 'corner' of the stent sitting right on the outermost curve to catch the second stent. This freed the stent off the balloon (bsc reference (B)(4)) and was the most likely mechanism of dislodgement, rather than the stent being stripped off on retraction into the guidezilla. The stent was fully deployed after several balloon inflations. After delivering a guide catheter extension through to the mid segment of the initial stent, a distal stent is sited successfully. There was then an attempt to stent the gap between the initial stent and the second (first embolised) stent (bsc reference (B)(4)). There were radiographic appearances, suggestive of a transient longitudinal stent deformation in the index stent. There also appeared to have been a balloon rupture during what is presumed to be the deployment of the 4th stent. There is no stored image of an embolised second (4th in total) stent (bsc reference (B)(4)). Rather this appears to be under-deployed. Ultimately, a satisfactory angiographic result is obtained. There were a further 2 ivus runs. They were both very short and only show the very proximal portion of the stented area. These are uninformative with respect to the stent embolisation and outcome. Overall, this is a case that represents very challenging anatomy. The complication here is one that is rare, understood in its mechanism and has been resolved at the index procedure with the use of added devices, but no adverse clinical sequalae.

Event description:
It was reported that stent dislodgement occurred requiring an additional device. A 4.50 x 12mm synergy xd stent balloon expandable was selected for percutaneous coronary intervention procedure. The target lesion was located distally to the mid right coronary artery (rca). During the procedure, it was noted that a 4.50 x 12mm synergy xd stent would not deliver around the tortuous proximal vessel, so while retrieving, it caught on the tip of the guidezilla guide extension catheter and the stent completely dislodged off the balloon. Physician managed to inflate and deploy this dislodged stent in the proximal vessel in a non-diseased section of the rca. A non bsc 4.0x 12 stent was then successfully delivered to cover the distal lesion, via the same guidezilla guide extension catheter. In the same procedure, physician attempted again with another a 4.50x 12mm synergy xd and delivery was not successful, as upon retrieval the new device again was caught on the tip of the guidezilla guide extension catheter and the stent completely dislodged off the balloon. The physician managed to inflate and deploy this dislodged stent in the proximally rca, which covered a gap between the first two stents. The procedure was completed and the patient was fine and fully recovered.